Event description:
Customer reported the bolus delivery of the infusion device is inaccurate. She reported this is an intermittent concern, and the infusion device will stop delivering in the middle of a bolus. When this occurs, the infusion device does not provide a warning/error message. No adverse event was reported. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.